Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the one of the rear wheels keeps coming off after replacing it.